Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) 2024, and the reported patient outcome could not be conclusively established through this evaluation. It was reported that no autopsy was performed and heartmate 3 lvas, serial number (B)(6) 2024, was not explanted for evaluation. The relevant sections of the device history records for (B)(6) 2024 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, stroke, and death that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had an acute bleed requiring reentry into the chest on (B)(6) 2024 to control the hemorrhage. On (B)(6) 2024 a head computed tomography (CT) was done due to lack of purposeful response despite being off sedation. It was noted the patient suffered from a large left anterior cerebral artery (aca)/middle cerebral artery acute infarct post implant. The neurology team felt the chance of a full meaningful recovery was low. The patient's family elected to pursue inpatient hospice care. The left ventricular assist device (lvad) was disconnected on (B)(6) 2024, and the patient passed away on (B)(6) 2024 due to stroke. No autopsy was performed. The device operated as expected.